Event description:
It was reported that during a thoracotomy/ right upper lobectomy, the device delivered an incomplete staple line on the pulmonary artery. The pt bled profusely until the artery was repaired with suture. There was no blood or blood product required. The procedure was completed with no additional pt consequence and the pt is doing fine.